Manufacturer narrative:
D10: concomitants: (B)(6) 300-30-10 - equinoxe preserve stem 10mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-32-36 - expanded glenosphere, 36mm, for small reverse. (B)(6) 320-35-01 - small glenoid plate. (B)(6) 320-36-00 - 145-deg pe 36mm hum liner +0. (B)(6) 321-52-07 - 3.2mm drill bit sterile. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 531-78-20 - shouldr gps hex pins kit.

Event description:
It was reported that a 69 yo female patient, initial right shoulder implanted in (B)(6) 2022, underwent a revision procedure in (B)(6) 2024, approximately 1 year 10 months post the initial procedure. The surgeon indicated the patient complained of instability so he opted to upsize her modular components. The patient was revised to 320-15-05 glenosphere locking screw, 320-32-40 expanded glenosphere for small reverse 40mm & 320-40-10 constrained humeral liner 40mm +0. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return due to the hospitals policy. No device image were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.